Manufacturer narrative:
The device has been returned to masimo for eval. When the investigation is complete a follow up report will be submitted. Probe off readings is a known limitation of pulse oximetry. The directions for use state that to prevent interference from ambient light, ensure that the sensor is properly applied, and cover the sensor site with opaque material, if required. Failure to take this precaution in high ambient light conditions may result in inaccurate measurements.

Event description:
It was reported that the unit will power on and start displaying readings before the sensor is applied to the pt. After the sensor is applied to the pt, the unit will display the "sen off" message start alarming. No pt incident was reported.